Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports red irritation with weeping, and sometimes bleeding skin, distal to stoma extending out approx 0.25 and 0.5 inch from stoma. Crusts using stomahesive powder and no sting protector wipes. Uses (B)(4) seal. Reports issue has been ongoing for years; unable to give more specific date when asked. States that it has not resolved. Reports that she has seen multiple wound ostomy care nurses without success. Her best success is with this product but the problem is does not resolve. Discussed ways to keep skin dry during skin preparation during pouch change. Suggested stacking (B)(4) seals as she has an indentation at 6 o clock as well as os pointing down at 6 o clock. Suggested trial of (B)(4) stingfree protector wipes and moldable wafer. Referred back to physician if no improvement.